Manufacturer narrative:
Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that there were paddle impedances. The impedances were high, greater than 10,000 on electrodes 8,9,10,121,13,15. There was a loss of stimulation/therapeutic effect on the right side. As an action required as a result of the even was a replacement. There were impedance testing and reprogramming as diagnostic testing and troubleshooting. There was less than 50% therapy relief. The lead replacement had not been scheduled or taken place as of (B)(6) 2015. If additional information is received, a follow-up report will be sent.